Event description:
The customer reported being hospitalized twice for high blood glucose. The blood glucose reading was 860mg/dl. The customer stated that he gave a bolus but he felt sick and he was taken to the hosp. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Perform a high pressure test had passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to be the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.